Event description:
It was reported that during a primary surgery the impactor fractured during impacting of glenosphere. No patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of the returned product. Visual examination identified a fractured gray impactor pad. The features of the gray impactor tip fracture surface visually align with an overload fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing. However, this item is manufactured with a black impactor pad, epoxied at the time of manufacturing; it was noted that the impactor pad of the device was exchanged despite being epoxied. It is unknown if this caused or contributed to the reported event. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.